Manufacturer narrative:
The reported issue was confirmed. The device was returned for evaluation. Visual inspection of the pouch print artwork for 1857h18-24 was printed as ¿delinotte¿ instead of dufour . The error unintentionally happened during the internal artwork file change at the packaging printing machine during UDI EU project execution. The device history record was reviewed and found a possible manufacturing issue(s) that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: ¿warning: english warning: after use, this product may be a potential biohazard. Handle and dispose of in accordance with accepted medical practice and applicable laws and regulations. Units failure, and/or lead to injury, illness or death of the patient. Visually inspect the product for any imperfections or surface deterioration prior to use." H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the red latex foley catheter package was found with a labeling error. The external packaging stated "dufour", while the labeling of the primary packaging indicated "delinotte".

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that the red latex foley catheter package was found with a labeling error. The external packaging stated "dufour", while the labeling of the primary packaging indicated "delinotte".